Event description:
Caller alleged discrepant results using the inratio meter. Patient self testers caregiver reports the following results. Nurse uses cap tube and has a difficult time obtaining sample because the patient has (B)(6).

Manufacturer narrative:
Investigation pending.